Manufacturer narrative:
After further review MFR# 2916837-2020-00278 is no longer reportable. This device is for research use only and is not being used for diagnostic testing or patient treatment and is therefore not subject to MDR reporting.

Event description:
It was reported that during use with bd facslyric¿ analysis of patient samples are not providing consistent results. Samples are re-ran and populations that were positive are negative. There was no report of patient impact. The following information was provided by the initial reporter: customer has noticed that every time they repeat the analysis of a tube, the results do not match with the previous ones. The problem is present since 3 days. Pqc is passing without warnings, no error message is shown and the filter is purged. The populations are in completely different positions at the second run compared to the first one. Populations that were positive, were then negative at the second acquisition. This happens with different samples and different tubes. The only plot not affected seems to be fsc/ssc were the samples analyzed on the instrument patient samples? Yes if they were patient samples, were incorrect results obtained or used? No any treatment provide to the patient based on the result? No was there any harm to the patient? No¿

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with bd facslyric¿ analysis of patient samples are not providing consistent results. Samples are re-ran and populations that were positive are negative. There was no report of patient impact. The following information was provided by the initial reporter: customer has noticed that every time they repeat the analysis of a tube, the results do not match with the previous ones. The problem is present since 3 days. Pqc is passing without warnings, no error message is shown and the filter is purged. The populations are in completely different positions at the second run compared to the first one. Populations that were positive, were then negative at the second acquisition. This happens with different samples and different tubes. The only plot not affected seems to be fsc/ssc were the samples analyzed on the instrument patient samples? Yes. If they were patient samples, were incorrect results obtained or used? No. Any treatment provide to the patient based on the result? No. Was there any harm to the patient? No.